Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Before the procedure, the doctor found that the distal end of the gastroscope was turned hot after approx 15-20 seconds when the doctor started the video processor. The doctor felt the heat through her rubber. They replaced the gastroscope with another one, however, the same event occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -when the investigator touches the endoscope with the blue glove, the heat can be felt in a few seconds. -light guide and ccd cover lens glue was worn, pitted, and porous. -bending section rubber glue condition was porous and broken. -connecting part of the bending section and insertion tube was deformed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. This event occurred when the user touched the distal end of the endoscope with the blue glove. Omsc surmised that amount of light emitted from the video system center has increased by touching the distal end with the blue glove. Moreover, since blue gloves absorb more light than white gloves, blue ones may have absorbed light and generated heat and the user may have felt hot. The instruction manual states ¿do not touch the distal end of the endoscope while the lamp is lit. Operator or patient injury can result.¿ if significant additional information is received, this report will be supplemented.